Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent initial left total hip arthroplasty on (B)(6) 2008 and initial right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports patient allegations of pain, swelling, inflammation, tissue damage, lack of mobility and elevated metal ion levels. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2013. There has been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient underwent a left hip revision on (B)(6) 2013. Patient presented with pain, inability to ambulate, and fever. Operative report further noted patients left hip was infected with (B)(6) and purulent material was found during the revision. The modular head, taper adapter, acetabular cup, and femoral stem were removed and antibiotic spacers were implanted. An additional operative report noted patient underwent another left hip revision on (B)(6) 2014 to remove antibiotic spacers and reimplant products. A large amount of scar tissue was found during the revision. Patient was reimplanted with a modular head, taper adapter, acetabular cup and liner, and femoral stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2015-02192 / 02195).

Event description:
Legal counsel for patient reported patient underwent initial left total hip arthroplasty on (B)(6) 2008 and initial right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports patient allegations of pain, swelling, inflammation, tissue damage, lack of mobility and elevated metal ion levels. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2013. There has been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.